Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy. On (B)(6) 2016 the patient was having a hard time urinating and she couldn't get it out. She was also having a pain in her stomach. She thought she would be in the emergency room (ER). The patient increased stimulation and was peeing all night but very little and was having pain. On (B)(6) 2016 she decreased stimulation. She was back to normal as her symptoms were under control and she had no more pain. The patient wanted to know if she decreased to the right level and what was a normal level. Her healthcare professional (hcp) said not to increase too high because it would deplete her battery faster. The patient used the patient programmer (pp) and showed the implantable neurostimulator (ins) was on, on program 1 at 1.7v. It was noted that the change in therapy/symptoms was considered sudden.

Event description:
Additional information was received from a patient. It was reported that the circumstances that lead to the reported issue included the patient being out and holding her pee because she was on the bus. When she got off the bus she could not go because she initially held it so she turned up her stimulation and urinated all night; the patient urinated a very small amount each time. The following day the patient confirmed the issue was resolved when stimulation was turned down. The patient also mentioned she cannot hold her urine because this is when she experiences the previously reported problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.